Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the mx40 loudspeaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) discussed the issue with the customer. The rse confirmed with the customer that the loudspeaker was not producing audio. The customer decided to replace the device. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. H3 other text : device not returned.